Event description:
The FDA forwarded a report providing the following information: "I used amo complete contact lens solution and johnson and johnson acuvue 2 contact lenses and contracted acanthamoeba keratitis in 2005. In spite of medications and four surgeries in five weeks, I lost my eye to the disease... I did not wear them swimming, I never go in hot tubs, and I didn't sleep in them. I did shower with them in twice with my eyes closed, because no one ever told me not to." Patient information and lot number were not provided in the report. The manufacturer is unable to initiate investigation without this information.

Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to investigate adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received and identifying lot number to guide our testing, we have been unable to determine the relationship.